Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: the pump powered on with a return battery cap. Investigators were unable to confirm or duplicate the original complaint; the black box data from the date of the original complaint has been overwritten. Current black box data showed no evidence of short battery life. The pump electrical current draws were tested and were noted to be within specifications. Upon removal of the pump case, there was no evidence of moisture or loose components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.